Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation interface unit (niu) needed to be replaced. The system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that, during the case, an intraoperative magnetic resonance imaging (imri) was taken. After bringing the room back up, the software was now showing "localizer not connected." The site re-booted twice without a resolution. It was noted that the site was rebooting the system the correct way. There are no usbs connected to the system. Both, the communication and power are staying on the camera. The issue was resolved when the site did a full shut down of the room and jigged the power cord. The camera fully cycled and they were able to return to navigation. There was an approximately 30-minute delay to the procedure and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation interface unit (niu)/transceiver needed to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. The transceiver was not returned to the manufacturer for further analysis. If information is provided in the future, a supplemental report will be issued.